Event description:
The customer reported that the system had an over voltage error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired. The batteries were charged. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.